Event description:
The customer reported that the software was corrupt and the collimator needs to be recalibrated. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep erased and installed the system nodes, and reformatted the hard drive. The system operates as intended.